Manufacturer narrative:
Reliability analysis: inspected 5 opened/used enlite sensors and performed visual inspection and found 2 of 5 sensors failed. 1st sensor found cannula broken with part still in tubing 2nd sensor found needle bent inside sensor base. Unable to confirm if customer received sensor in said condition due to customer returned opened/used. 3 remaining sensors performed bicarbonate buffer test per dop114-830 and sensors passed per specifications with accurate readings.

Event description:
The customer reported via phone call that he received a lost sensor alert and two calibration errors. Blood glucose level at the time of the incident was 303 mg/dl. The customer was advised to change the sensor. Customer was also advised that the sensor would be replaced and agreed to return the product for analysis.